Manufacturer narrative:
Type of reportable events: serious injury.

Event description:
It was reported that after patient's finger was punctured with the bd microtainer® contact-activated lancet, a small piece of metal broke off into patient's finger. Patient complained of pain at the site of the puncture after the fingerstick. Patient subsequently had an x-ray which revealed there was a piece of metal in her finger. Patient then had a surgical procedure to have piece of metal removed and was treated with antibiotics. Verbatim: "customer reporting that a small piece of metal broke off into the patients finger after the finger was punctured with the lancet. The patient complained of pain after the fingerstick at the site of the puncture. Patient subsequently had an x-ray which revealed there was a piece of metal in her finger. She then had surgery to have the piece of metal removed and was treated with antibiotics".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is OEM htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that after patient's finger was punctured with the bd microtainer® contact-activated lancet, a small piece of metal broke off into patient's finger. Patient complained of pain at the site of the puncture after the fingerstick. Patient subsequently had an x-ray which revealed there was a piece of metal in her finger. Patient then had a surgical procedure to have piece of metal removed and was treated with antibiotics. Verbatim: "customer reporting that a small piece of metal broke off into the patients finger after the finger was punctured with the lancet. The patient complained of pain after the fingerstick at the site of the puncture. Patient subsequently had an x-ray which revealed there was a piece of metal in her finger. She then had surgery to have the piece of metal removed and was treated with antibiotics."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9: device eval by manufacturer? Yes. D9: returned to manufacturer on: 12/08/2023. H.6 investigation summary material #: 366594. Lot/batch #: c7e29m4. Bd received 14 samples for investigation. The samples were evaluated by visual examination, each disassembled and observed under 10x magnification, and the indicated failure mode for blade broke off with the incident lot was not observed. All 14 lancet blades were observed without any defects. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to blade broke off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode blade broke off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that after patient's finger was punctured with the bd microtainer® contact-activated lancet, a small piece of metal broke off into patient's finger. Patient complained of pain at the site of the puncture after the fingerstick. Patient subsequently had an x-ray which revealed there was a piece of metal in her finger. Patient then had a surgical procedure to have piece of metal removed and was treated with antibiotics. Verbatim: "customer reporting that a small piece of metal broke off into the patients finger after the finger was punctured with the lancet. The patient complained of pain after the fingerstick at the site of the puncture. Patient subsequently had an x-ray which revealed there was a piece of metal in her finger. She then had surgery to have the piece of metal removed and was treated with antibiotics."